Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that, because of a slight loose connection, the power led (orange and green) turned off due to vibration caused by button operation. The fse replaced the power switch overlay to address the reported issue. After this repair, periodic maintenance was continued and no other abnormality was found. The device was not being used for treatment at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
This issue was discovered during periodic maintenance. A light emitting diode (led) was found faulty. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 14oct2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination found. The power switch overlay was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigations revealed no failures of the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.